Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. Device evaluation: through visual analysis of the device an extended opening on the shell posterior was observed. Brown particles were also observed on the shell. The weight of the device was within specification. Striated extended openings on the patch and shell anterior were observed and assessed as surgical damage. Micro analysis of the device showed discoloration and thinner surface of the device shell assessed as wear abrasion. Reason for reoperation: rupture.

Event description:
Physician reports "rupture" on the right side. Device has been explanted and replaced.